Event description:
Patient was taken to the cardiac catheterization lab for a right and left heart catheterization and coronary angiogram via right femoral artery and right femoral vein. During the procedure, the dual lumen pigtail catheter coiled upon itself when it was in the ascending aorta. The catheter was pulled back into the common femoral artery but could not be straightened. The catheter could not be advanced or retracted and a wire could not be advanced through it. The catheter was entrapped in the femoral artery. Attempts to snare the catheter via left femoral arterial access were unsuccessful as the catheter and guidewire were unable to be advanced over to the pigtail catheter. The patient was brought to the operating room where the foreign body was successfully removed. Reason for use: for simultaneous pressure recording of ao and lv pressures.